Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2366-50, (B)(6), model/catalog description: linear 3-6 lead 50 cm.

Event description:
It was reported that the patient experienced inadequate stimulation from the spinal cord stimulator (scs) system and underwent a lead revision procedure in which one lead was removed, and two new leads added. It is unknown which of the two previously implanted leads was explanted. The patient is doing well post operatively. The explanted lead will not be returned as it was disposed of per hospital policy.